Event description:
Child with chronic hepatitis c undergoing livery biopsy. Md inserted biopsy needle. Device had 5cc syringe with 16 gauge non-removable needle. A jamshidi sleeve goes over the needle. When withdrawing the needle, the part of the soft tissue jamshidi needle syringe remained inside the pt. The needle broke off from the plastic connector. The md was able to retrieve the needle manually. Child was discharged the same day.